Event description:
It was reported that the pump battery could not be charged. Additionally, it was reported that the battery was depleting quickly. Customer¿s blood glucose level was 120mg/dl. The customer reverted to an alternate method of insulin therapy.